Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 15. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and inflammation. No further patient complications were reported.